Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery, after pre-dilatation, the 2.5 x 23 mm xience v was deployed successfully; however, a distal dissection occurred. A 2.5 x 15 mm xience v stent was deployed to cover the dissection. There was no adverse pt sequela. No additional info has been provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.